Event description:
An ob/gyn resident assisting on a procedure received a shock/burn to the hand. Resident was holding back the pt's tissue with a kelly's forceps as the attending surgeon activated the electrosurgical unit.